Manufacturer narrative:
(B)(4). Actual device not returned. Investigation was completed based on the rapid ph study report. Study graphs indicated cessation of capsule transmission. Thus, the investigation identified the root cause of the reported failure to be capsule failure due to battery and damaged switch.

Event description:
Customer reported a short bravo study. The recorder recorded for the intented 48 hours. However, the capsule stopped transmitting after 28 hours. A repeat procedure is scheduled.